Manufacturer narrative:
We are awaiting the return of the complaint device to complete our investigation. H6- method: the complaint device has not been received. We are trying to obtain further information from the complainant regarding the power cord in question. This is an unusual event as the power cord is tested during manufacturing and a missing ground pin would trigger a failure, resulting in the unit being rejected. We are trying to ascertain if the unit was faulty prior to use, or whether it has been tampered with in the field. Results: no further information has been received to date.

Event description:
We received a report from one of our distributors stating that the power cord on a hc500 respiratory humidifier was missing the ground prong.